Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that event log files were submitted for review for due to concern for modular cable damage. The patient reported a driveline power fault and arrived at the hospital for evaluation with low power advisories, driveline power faults, and driveline communication faults. The cause of the alarms was believed to be the modular cable. The patient had 14 pump stops over the span of 30 minutes. The patient was unaware that the pump stopped. The modular cable was visibly kinked from the system controller to the modular cable connection. The patient noted that the modular cable connection lock would not stay locked. The modular cable and system controller was exchanged as a power alarm intermittently occurred. The event log files captured pump off events on (B)(6) 2024 from 19:19 to 19:33 followed by driveline power faults and driveline communication faults. The alarms resolved after the exchange. The patient was discharged. Related manufacturer reference number: 2916596-2024-01724 (modular cable (B)(6)). Related manufacturer reference number: 2916596-2024-01727 (pump (B)(6)).

Manufacturer narrative:
Section d1: brand name corrected. Section d4: catalog number and primary UDI corrected. Manufacturer's investigation conclusion: the reported event of the driveline communication fault and driveline power fault alarms was confirmed via analysis of the log files. The heartmate 3 system controller (serial number: (B)(6) was returned for analysis and a log file (B)(4) was submitted and downloaded (e3201000) for review that showed overlapping events spanning approximately 7 hours (14mar2024 from 16:58:19 - 23:11:07, 01jan2000 per timestamp). Driveline power fault alarms were active due to a power b broken fault on (B)(6) 2024 from 19:31:24. The alarm cleared upon the disconnection of the driveline at 19:31:48. Driveline power fault alarms that were associated with a power b broken fault and driveline communication fault alarms that were associated with a com b fault were active on (B)(6) 2024 from 19:32:39 ¿ 23:00:41. The alarms resolved when the driveline was disconnected shortly after at 23:10:01 for a system controller exchange. There were no other notable alarms active in the log file. The controller was connected to a test power module, system monitor and mock loop and was functionally tested. The controller passed all testing and was able to operate the system without any issues or alarms activating. Additionally, the system controller and returned modular cable were connected to a mock loop and test power module and run on a mock loop for an extended duration without any issues or alarms activating. The system controller functioned as intended throughout testing. Additional information provided on 19mar2024 stated the cause of the alarms was not identified, and that the alarms resolved following the modular cable and system controller exchange. A root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed, and the records revealed the heartmate 3 system controller (serial number: (B)(6) was manufactured in accordance with manufacturing and qa specifications. Customer order was shipped on 07feb2023. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including driveline disconnect, driveline power fault and driveline communication fault alarms. Heartmate 3 patient handbook section 2 entitled ¿how your heart pump works¿ states that the 11v li-ion backup battery inside the system controller can provide enough power to run the pump for at least 15 minutes if the main power source is disconnected. Additionally, this section instructs users to regularly ensure that their driveline is connected and secured within the system controller, and to reconnect it immediately in the case that it becomes disconnected. Users are warned that the pump will stop running when the driveline is disconnected. Heartmate 3 instructions for use section 8 entitled ¿caring for the equipment¿ and heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.